Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (not recognizing battery packs) has been confirmed. Upon investigation the battery charger/modem was resetting and was unable to recognize inserted batteries. The cause for the failure was so isolated to a shorted u13 cmos flash micro-controller and corrosion on the battery board. The root cause for the shorted u13 component could not be positively identified. The root cause for the corrosion was ingress of an unknown liquid. No adverse vent resulted form the defective battery charger/modem. The patient received a replacement battery charger/modem.

Event description:
The nurse of a (B)(6) male patient called zoll customer support to report that the patient's battery charger was not recognizing inserted battery packs. The patient was issued a replacement battery charger/modem.